Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used during an index procedure on (B)(6) 2024 to treat the patient's proximal left circumflex (lcx) with multiple non-compliant balloons utilized for pre and post dilatation of the target lesion. The ivl catheter delivered 60 pulses at a max inflation of 6 atm followed by successful stent deployment. During the procedure, a grade a dissection of a non-target lesion was identified which was treated with a drug eluting balloon (deb) and was determined by the site to be not related to the ivl catheter and definitely related to the procedure. A few hours after the procedure, the patient experienced bradycardia which resolved spontaneously and was determined by the site to be not related to the ivl catheter and possibly related to the procedure. Additionally, after the procedure, the patient experienced hematemesis which was resolved with omeprazole and determined by the site to be not related to the ivl catheter and not related to the procedure. A few weeks after the procedure on (B)(6) 2024, the patient was hospitalized after experiencing chest pain during dialysis. ECG showed st depression in leads v1-v3 and t-wave inversion in lead avl as well as an elevated cardiac troponin reading of 88 then 90 ng/l. The event was resolved on (B)(6) 2024 after being started on isosorbide mononitrate. This was determined by the site to be not related to the ivl catheter and not related to the procedure. The clinical event committee (cec) adjudicationof the event on (B)(6) 2025 determined that there was minimal elevation in troponin and no evidence of stent thrombosis. Subsequently, on (B)(6) 2025, the patient was admitted to the hospital with chest pain that started during haemodialysis. ECG changes and positive troponin was noted. The event was treated as non-st elevation myocardial infarction (nstemi). A percutaneous coronary intervention (pci) was performed in the left anterior descending artery (lad) and circumflex artery (cx). The patient was hypotensive throughout admission with worsening left ventricular function and experienced cardiogenic shock which was treated with intra-aortic balloon pump therapy and inotropes. The site also suspected bacterial endocarditis, vegetation on the mitral valve, and ischaemic bowel disease. Despite treatment, the patient's condition deteriorated, leading to death on (B)(6) 2025. The site initially determined the event to be not related to the ivl catheter and not related to the study procedure. On (B)(6) 2025, cec adjudication confirmed via quantitative coronary angiography (qca) stent thrombosis and myocardial infraction (mi) to be possibly related to the ivl catheter and not related to the procedure. There was no allegation from the site nor any evidence to suggest that a swmi ivl device caused or contributed to the patient's death.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of thrombosis, myocardial infraction and subsequent death could not be definitively determined based on the information available. There was no ivl device malfunction reported. The clinical evaluation committee (cec) determined the relationship of the stent thrombosis and myocardial infarction as possibly related to the ivl catheter and not related to the procedure. Review of the event by shockwave associate chief medical officer and medical safety officer determined the relationship of stent thrombosis and myocardial infarction as not related to the ivl catheter and not related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.